Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a farawave catheter was selected for use. However, it was noticed that the sterility barrier could be compromised. Therefore, it was decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to be returned for laboratory analysis.